Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6 the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that only the stent of the vertebral body set/small- sterile was returned for examination and no cosmetic damage were observed. A functional test was unable to be performed due to mating device was not returned, therefore, the expanded could not be replicated. A dimensional inspection was not performed as it is not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the vertebral body set/small- sterile would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part # 09.804.600s. Synthes lot # 82291979. Supplier lot# 82291979. Release to warehouse date: 28 sep 2023. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. G4: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that an unknown surgery was performed with balloon in question. The trial balloon was successfully expanded without any problems, with the vbs-s size planned to be used. Next, an attempt was made to expand the stent balloon, but the pressure only rose as 4ml was gradually injected, and the stent could not be expanded. Due to concerns about the balloon bursting, a different balloon, s size, was used. Since the stent could not be expanded despite the pressure rising to about 20atm with an injection volume of 4ml, the surgeon pointed out the possibility of a malfunction of the stent. The surgery was completed successfully with 30 minutes' surgical delay. No further information is available.